Manufacturer narrative:
Investigation summary: DHR: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (september 20th ¿ 22nd, 2018). Needles were assembled in machine, nº4252 and nº4251, in lot #8260641 (september 20th ¿ 24th, 2018) and in lot #8085795 (april 3rd ¿ 4th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8261747, #8085791, #8067999, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8261751, #8254837, #8085753, #8075991, and no problems, defects or qn related to the reported issue were found. Bd has been provided with the affected sample. After the evaluation of the returned sample, bd confirms the reported issue and identified the foreign matter as embedded contamination in the needle hub. Conclusion(s): after analyzing the affected sample provided to the manufacturing site for evaluation, bd could see the reported foreign matter and confirm the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), different gases are produced inside the mold. During normal production these gases are expelled through some conduits, outside the mold cavity. In this case the expulsion was not done correctly and some gases remained in the mold cavity and produce the burnt syringe piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it.

Event description:
It was reported with the use of the bd¿ syringe with needle there was an issue with barrel that had foreign matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with needle there was an issue with barrel that had foreign matter.